Event description:
It was reported that failed accuracy -9.55% was experienced during testing. No patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. On the base of expulsor and the two valves was found contaminated fluid ingressions. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. Replaced expulsor assembly as preventive action. The cause of the reported problem was traced to the user. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400. E4: correction: customer reported to FDA: no information.